Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt connection) was due to the monitor's electrode belt receptacle being broken free from the monitor enclosure, damaging the black pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor's belt receptacle's wires were broken.